Manufacturer narrative:
Citation: adamo m et al. Self-expanding transcatheter aortic valve implantation for degenerated small mitroflow bioprosthesis: early and midterm outcomes. Eurointervention. 2017 sep 10. Pii: eij-d-17-00193. Doi: 10.4244/eij-d-17-00193. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding clinical outcomes of transcatheter aortic valve implantation (tavi) into degenerated small non-medtronic bioprostheses. All data were collected between january 2013 and july 2016. The study population included 15 patients (predominantly male; mean age 79.1 years), all of which were implanted with a medtronic corevalve or evolut r bioprosthetic valve (serial numbers not provided). Among all patients adverse events included: left main coronary occlusion, residual mild stenosis, arrhythmia requiring permanent pac emaker and mild aortic regurgitation (ar). Two of the coronary occlusions occurred peri-operatively and were successfully treated with coronary stenting. Additional information stated these cases occurred due to displacement of a leaflet of the previously implanted non-medtronic valve. A third coronary occlusion occurred at 20 days post-implant and was resolved in a grafting procedure. The valve involvement in this case was not clearly stated. No additional adverse patient effects or product performance issues were reported.